Event description:
During a hemobahn case in the netherlands co had a deployment failure in the form of a line break. An 8x15 device was used to treat an superficial femoral artery/popliteal aneurysm. With 1.5 cm left in the deployment process the line broke. The dr, at the rep's recommendation, cut the catheter and retrieved the line, pulled, and the deployment finished uneventfully.